Manufacturer narrative:
Product complaint # (B)(4). Investigation summary. No device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿results of the cemented exeter femoral component in patients under the age of 40¿ by m. W. J. L. Schmitz, et al, published by the bone and joint journal (2017), vol. 99-b, pp. 192-198, doi:10.1302/0301-620x.99b2, was reviewed. The purpose of the present study was to update the results of our previous report to a mean follow-up of 13.6 years (10 to 20), by reviewing the clinical and radiological results of a cemented competitor femoral component in patients under the age of 40 implanted between 1993-2004. Implants used: the depuy product used in this study was the all-polyethylene charnley elite acetabular cup. The additional cups and the femoral components were competitor products. All cups were cemented in place using competitor cement. The authors do provide the number of acetabular components used by manufacturer. This complaint captures all complications and revisions identified in the study. Results: the results listed are those associated with the acetabular cups. The authors did not specify manufacturer when providing the results for the acetabular cups. 3 revisions for deep infection. 9 revisions of the cup for dislocation. 3 closed reductions for dislocation. 9 revisions for aseptic loosening of the cup. There is insufficient information provided to attribute the loosening to the cup cemented with competitor cement. Therefore, the cup will not be coded for loosening in this complaint. 5 cases of progressive osteolysis identified and confirmed on serial radiographic studies. No treatment indicated, no patient consequences. The radiographically identified inclination range for the cup was 34.1 degrees-66.2 degrees. There were no revisions or interventions needed for the mispositioned cups and no patient consequences were noted by the authors. There was one cup loosening caused by an unspecified fall. This was treated surgically with plate fixation and component retention. There is insufficient information provided to attribute the fall or the loosening to the depuy cup cemented with competitor cement. Captured in this complaint: charnley elite polyethylene cup".